Manufacturer narrative:
The customer only requested a replacement battery without any device evaluation.

Event description:
It was reported to philips that the device's battery is damaged. The customer requested just a replacement battery with no engineer evaluation. There was no patient involvement.